Manufacturer narrative:
H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and the particulate matter (gel) was observed on the cassette sheeting. The brown particulate matter appeared to be embedded (fully encapsulated) and located outside the fluid pathway; however, due to a photo only, the consistency of the particulate matter could not be determined. The particulate outside the fluid pathway would not pose a risk to the patient as the particulate is not part of the fluid pathway leading to the patient . The particulate matter was known as gel and associated with qualified product contact materials from the formulation ingredients, process, or assembly process. The reported condition was verified. The cause of the condition was improperly melted material of the plastic formation during manufacturing sheeting process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the sterile fluid pathway of a homechoice cassette. The pm was further described as a stain inside the cassette sheeting. This was identified before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.